Manufacturer narrative:
(B)(4).

Event description:
It was reported that during tka surgery, the anthem ps hf insert sz 3-4 9mm couldn't be implanted. A smith and nephew same size insert back up device was available. No injury reported. It is unknown if there was a significant delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device shows damage to the lock detail, more than likely due to trying to force the insert to lock into the base-plate. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The potential probable causes for this event could include but not limited to a patient anatomy, user or procedural error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint, however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.